Manufacturer narrative:
On 29-jun-2021 product investigation result: no failure could be identified as a result of the investigation.

Event description:
Pain - vagina [vulvovaginal pain]. Vagina pain - tampon [medical device site pain]. Tampon split in half [device breakage]. Discomfort - vagina [vulvovaginal discomfort]. Vagina discomfort - tampon [medical device site discomfort]. Pain during insertion of tampon [complication of device insertion]. Tried to remove tampon, pain got worse [complication of device removal]. Consumer reported via e-mail that during insertion, tampon split in half. No serious injury reported.